Event description:
Sent abutment to the doctor. Doctor delivered the denture and 1 abutment broke in pt's mouth. Doctor said he only torques to 25 ncm before it broke.

Event description:
Sent abutment to the doctor. Doctor delivered the denture and 1 abutment broke in pt's mouth. Doctor said he only torques to 25 ncm before it broke.